Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for single leaflet device attachment (slda), requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2021, with implant of one clip, treating degenerative mitral regurgitation (mr). On (B)(6) 2021 the patient complained of shortness of breath. On (B)(6) 2021, echocardiogram noted a single leaflet device attachment (slda), with the clip detaching from the posterior leaflet. The patient also had worsening shortness of breath. Intervention was performed on 05/27/2021, with implant of one clip. The mr was reduced from grade 3+ to grade 2+. Transthoracic echocardiogram was performed on (B)(6) 2021 and the mr was at grade 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. The reported patient effects of mitral regurgitation (mr) and dyspnea, listed in the instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported mr and dyspnea were cascading events of reported slda. The reported hospitalization and unexpected medical intervention were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.